Event description:
Digital display indicates that IV medication is being administered when bag of medication is not unclamped. Alarm indicating that there is a problem, i.e., medication not infusing or equivalent would be helpful.